Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems and recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2005 to treat genuine stress incontinence, hypermobile urethra and posterior vaginal descent (rectocele) with concurrent posterior repair and cystoscopy. No additional information was provided.